Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B)(6), 2010. According to the complainant, the physician began placing the stent, and then successfully reconstrained the stent to move it. The physician again started to place the stent and attempted to resheath a second time, but the stent could not be fully reconstrained. The partially deployed stent was removed, and the procedure was completed with a cook plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct, performed on (B)(6) 2010. According to the complainant, the physician began placing the stent, and then successfully re-constrained the stent to move it. The physician again started to place the stent and attempted to re-sheath a second time, but the stent could not be fully re-constrained. The partially deployed stent was removed, and the procedure was completed with a cook plastic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed and that the outer sheath was severely accordioned proximal to the mounted stent. During analysis, it was not possible to re-constrain the stent, but it was possible to retract the outer sheath and fully deploy the stent with some resistance noted. No issues were noted with the inner lumen or deployed stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.